Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture ingress was located in the battery compartment and that the battery inside the pump had rusted. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12-dec-2017 with the following findings: during investigation, visible moisture corrosion was observed in the battery compartment. A leak test was performed and showed no leaks. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.